Event description:
Image noise is generated when the angle is applied. There was no report of patient harm. The time of event is before use.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information type of report: follow up #1. If follow-up, what type? Device evaluated by manufacture coding changed based on the investigation result. Additional information: device manufacture date. Was this device serviced by a third party? Evaluation summary: when the endoscope tip was disassembled, there was large crack at mold section of ccd assembly. It is believed that a strong bending force was exerted on the latter half of the ccd assembly. This damage is believed to have caused damage to the wiring inside the ccd assembly, resulting in blackout. The device has been repaired and explained the defect analysis to the customer.